Event description:
It was later reported the patient had the "motor" removed and only the leads were implanted "which ran down the right leg. "Motor" was removed due to allergic reaction the patient had back in july when the battery was changed. There was a plan to place a stimulator in two weeks. Follow up from the health care provider reported the cause of the event was unknown. The event was not due to programming or the programmer. Device was replaced on (B)(6) 2012. The patient did not require hospitalization due to the event. There was no injury, non-serious injury/illness and the patient recovered without sequela. No further information was reported.

Event description:
It was reported that the patient got good relief from her ins, but found the "opening where they put the device" was very painful. The patient's ins was removed in july. The patient thought it looked like it was infected, but when the hcp took the machine out no infection seemed present. The patient speculated that she could be allergic to the ins, and it was noted that the leads remained implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # v152636, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), product type programmer.